Event description:
The customer reported that the set leaked during priming. No patient injury or medical intervention occurred. Sample is not available for evaluation.

Manufacturer narrative:
The sample is not available for evaluation. The lot number is unknown; therefore a batch review cannot be performed. (B)(4).